Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 because of persistent headaches. Another device was not re-implanted.

Manufacturer narrative:
This report is filed on june 24, 2019.